Manufacturer narrative:
The qc data provided by the customer was incomplete. No issues were identified during a review of the alarm trace data. The service actions resolved the issue.

Manufacturer narrative:
The customer replaced the sample probe and performed an ise check and priming. Afterward, the customer performed precision testing and the results were not acceptable. The field service engineer (fse) found that the rinse tubing needed to be replaced. The fse replaced the rinse tubing along with a valve and reagent and sample probes. The electrodes were conditioned and all instrument checks passed. Calibration, qc, and precision testing were all within specifications.

Event description:
The initial reporter questioned the results of multiple patient samples tested for multiple assays on a cobas 6000 c (501) module. The customer provided questionable results for 1 patient sample. Of the data provided for this patient sample, the chloride (cl) results were discrepant. The initial result was 115.5 mmol/l. The repeat from a different c501 module was 104.1 mmol/l. The initial result was high so the customer repeated the sample on a different module. The questionable result was not reported outside of the laboratory. The cl electrode lot number was t8502 with an expiration date of 01-feb-2023.